Manufacturer narrative:
(B)(4).

Event description:
It was reported that stimulation was intermittent and the pt was recharging more than expected. No other info was given. Add'l info has been requested, a f/u report will be sent when add'l info becomes available.